Manufacturer narrative:
The suspect system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis of the returned power on/off contactors could not confirm any failure in either one of them as they both passed continuity testing and functioned as expected.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the image acquisition system (ias) would turn on intermittently. The medtronic representative changed the power on/off contactors on the switch and the system control pcb. Then powered the ias on multiple times without having another issue of the ias not turning on. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with parts replacement. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system would not turn on prior to surgery. Everything was charging and when the medtronic representative goes to turn the key, the leds blink and then turn off quickly. To troubleshoot, it was confirmed that the dongle was fully seated and the key was turned on. There was no patient present when this issue was identified.